Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited noise leading to auto mode switch episodes. P wave amplitude variation and pacemaker mediated tachycardia was also noted. Programming changes were made. The patient was in a stable condition.